Event description:
Contact reported that a pt had anterior cervical fixation surgery in 2000. Initially screws were recognized in post-op visit as backing out slightly from the plate. Pt was instructed to return for removal, but did not return for follow-up. This pt presented with esophagus perforation the size of a quarter on top of plate. Surgery was performed to remove the plate. Bone had fused and soft tissue adhesions were noted. Three inner & outer screws were missing and unaccounted for. A complete x-ray was taken and no screws were identified. Dr believes pt passed them. The dr would not return the implants for evaluation.